Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 09:05:19 on 5/26/2024. At 12:11:23, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 12:12:11, the patient received the first inappropriate treatment. CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact and intermittent cardiac activity. Post shock rhythm was sinus bradycardia @ 35 bpm with unconducted p waves and CPR/motion artifact. At 12:12:36, the patient received the second inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 35 bpm with unconducted p waves and CPR/motion artifact. The electrode belt was disconnected at 12:12:56 on 5/26/2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.